Event description:
Additional information received reported the patient was receiving effective therapy and there was a 50 percent or greater symptoms reduction. The manufacturing representative was unsure if further troubleshooting had been done.

Event description:
It was reported the patient experienced a seizure approximately nine days after bilateral globus pallidus internus lead implants. There were no alleged product issues and no actions were required as a result of the event. The patient status at the time of this report was alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0nfax, implanted: (B)(6) 2014, product type: lead; product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3387s-40, lot# va0nfax, implanted: (B)(6) 2014, product type: lead. (B)(4).